Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment for the event was not reported. It was not reported if the patient recovered from the event. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Sixteen days after the event onset the unspecified antibiotics were discontinued. At the time of this report, the patient had not recovered. Should additional relevant information become available, a supplemental report will be submitted.